Manufacturer narrative:
This lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported during the positioning of the lead in the right ventricle, the physician extended the helix, and attempted to retract it. The helix would not retract into the lead. The threshold values were showing at 3.5v @0.5 msec, the impedance value was 1876h, and the sensing value was 2.6mv. The device was exchanged for a new one of the same model (7742/ sn# (B)(4)). The threshold values were showing at 0.6v @0.5 msec, the impedance value was 740h, and the sensing value was 17mv. The procedure was completed successfully with no adverse complications to the patient.

Event description:
It was reported during the positioning of the lead in the right ventricle, the physician extended the helix, and attempted to retract it. The helix would not retract into the lead. The threshold values were showing at 3.5v @0.5 msec, the impedance value was 1876h, and the sensing value was 2.6 mv. The device was exchanged for a new one of the same model. The procedure was completed successfully with no adverse complications to the patient.

Manufacturer narrative:
This device was never returned back from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.